Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that  they have not been getting a 50% or greater symptom relief since implant date. Patient reported has already trialed all 7 programs. Patient reported is currently feeling stimulation in bicycle seat area. Agent reviewed allowing time for body to adjust with every therapy change. Patient also mentioned felt stimulation down leg with some programs but has not kept track of which ones. Patient increased therapy strength. Patient will maintain stimulation level and will continue to track symptoms. No further patient complications are anticipated or expected as a result of this event. Additional information was received from the patient. They reported that the cause of the stimulation being felt in their legs at some programs was not determined and did not occur during program change. The patient wrote that there was no issue. They had a had a spinal cord stimulator by neuro that was causing the problem.